Event description:
It was reported that placer at reported facility did insertion for the patient and find the issue in the accessory of the kit which is repair connector PICC line not inserted in the connector. She tried 3-4 time but not able fix it then she used the different repair connector for the patient. No injury to the patient but use the new connector to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to assemble the catheter/connector system was inconclusive because not all of the potentially implicated system components were returned for evaluation. The product returned for evaluation was one 4fr s/l groshong nxt proximal connector segment. The distal connector segment was not returned for evaluation. The connector appeared free of obvious use residues. The locking arms appeared well-formed and unremarkable. Microscopic inspection of the connector revealed it to be well-formed and unremarkable. The gap between the connector locking arms was measured and found to be within manufacturing specifications. The connector was attached to a non-complainant groshong distal connector segment. Attachment was firm and unremarkable. No deficiencies were discovered during evaluation of the returned sample; however, the distal connector segment was not returned and could not be evaluated. Consequently this complaint is inconclusive at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0814 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that placer at reported facility did insertion for the patient and find the issue in the accessory of the kit which is repair connector PICC line not inserted in the connector. She tried 3-4 time but not able fix it then she used the different repair connector for the patient. No injury to the patient but use the new connector to the patient.